Event description:
It was reported by the field clinical representative that the patient with this right ventricular (rv) lead presented to the emergency room with ventricular tachycardia (vt), and antitachycardia pacing (atp) failed to capture. A lead evaluation revealed perforation, and an echocardiogram showed a small pericardial effusion. Pain associated with pacing was reported. The affected rv lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.